Event description:
The core sag saw was returned after the account received their own device back from repair. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console signaling a condition occured from which the device has the potential to run without user activation.

Manufacturer narrative:
Upon evaluation, the motor and press plug were replaced due to the error message. Preventative maintenance was performed and due to the device loaner status, this does not require return.